Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the right ventricular (rv) lead was explanted and replaced due to lead fracture. The patient was stable. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections did not find conductor fractures. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings: visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart, located distally to the suture sleeve impression.